Manufacturer narrative:
Corrected date to 6/29/2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unknown part number UDI is unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Vivigen: it was reported that an adverse event of pre-existing low back pain, worsened since discharge from hospital reported below for patient (B)(6). Additional information received (B)(6) 2017 . Fractured c7 bilateral screws.